Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken forced sensor was detected during seating or regular delivery. The customer¿s blood glucose level was unknown. Customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.